Event description:
Boston scientific received info that loss of capture was observed for this right ventricular lead while the pt was in clinic for a routine f/u exam. The lead was confirmed to have dislodged and a revision procedure was performed. The lead was explanted and replaced. No add'l adverse pt effects were reported. This device is no longer in svc.